Event description:
It was reported that the patient presented for the implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance. The helix had unspecified rotation issue after multiple attempts. The rv lead was not used and was replaced during the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported events were a helix mechanism issue and high pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported issue with the helix mechanism was confirmed. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.